Manufacturer narrative:
As of the date of this report, the sureform 60 white reload has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. Isi did receive the sureform 60 stapler to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a green and a blue 60 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b shape. Review of logs were unable to verify any failures. The instrument was fully functional. There was no problem detected. Advance stapler log review was performed by failure analysis engineer: logs show pn 480460-12, ln k10260221-0061, was installed on the system 3x and fired 3 reloads (1 blue, followed by 2 white). On each install the first clamp was successful. On install 1, the firing was completed with no pauses for compression. On install 2, the firing was completed with 1-2 pauses for compression. On install 3, the firing was completed with 1 pause for compression. All unclamps were shown as successful per the logs. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, customer reported that when the surgeon fired the sureform 60 stapler, the tissue would not release from the jaw. The surgeon was able to remove the tissue and reported that the staple line looked fine. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon opened the jaws of the stapler from the surgeon side console without any problem. The surgeon specified that tissue was excised during this event, but that the tissue was expected to be removed as part of the planned surgery. There was reportedly no bleeding or patient injury due to this event. No unexpected tissue removal was needed. The surgeon stated that everything was fine with the staple line and the patient.